Event description:
During the pfa af procedure, there was a procedural delay. Once inside the left atrium, it was noted that electrode 5 could not be detected by navigation and the egm signal could not be seen after performing a baseline. The patch placements were checked, the cable was reconnected and then and a new cable was used, without resolution. The ensite and the current were power cycled, without resolution. The catheter was replaced, and the procedure was completed without adverse patient consequences.